Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg displayed the replace generator soon message indicating the ipg is approaching end of life. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Section a4: patient's weight is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.